Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet exhibited insulin leakage from the cartridge chamber after a supply change, with the user discarding the first cartridge, inspecting the second set without obvious defects, drying the chamber, reconnecting, and successfully refilling the tubing to resume insulin delivery. Symptoms included hyperglycemia with a fingerstick reading of 540 mg/dl, nausea, and a later hypoglycemic seizure that resulted in a concussion and hospital admission. Outcomes included medical intervention at a hospital due to hypoglycemia with injury. Investigation included customer interview, troubleshooting guidance, and review of lot information for the cartridge and connector. Investigation of this case revealed chamber moisture from an initial leak with subsequent residual leakage, followed by resolution after drying and reinstallation, with no reported defects observed in the cartridge, connector, or tubing. It was concluded, based on previously established findings for similar reports, that user technique and environmental factors were the most likely contributors to the leakage, while the subsequent hypoglycemia occurred after reported glycemic correction and was not linked to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.